Manufacturer narrative:
Concomitant medical products: product ID 377745, lot# v006729, implanted: (B)(6) 2006. Product type: lead: product ID 377745, lot# v000387, implanted: (B)(6) 2006. Product type: lead: product ID 3708140, serial# (B)(4), implanted: (B)(6) 2006. Product type: extension: product ID 3708140, serial# (B)(4), implanted: (B)(6) 2006. Product type: extension. (B)(4).

Event description:
It was reported the patient had a fractured lead about two years prior to report that was revised. It was stated the fracture was due to when them ¿sewed him back up¿ and cutting the lead. Reportedly, the patient stated they were more prone to lead fracture issues because they were thin and the leads stick out of their skin. Additional information has been requested. If additional information becomes available, a supplemental report will be filed.